Manufacturer narrative:
H10: the actual device was not available; however, photographs of the of the involved devices (prismaflex label) were provided for evaluation. Visual inspection of the provided pictures identified two machines had the same serial number. However, a different manufacturing date was reported on the labels. The reported condition was verified. The cause of the reported event is associated to a labeling tampering by the final user. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two prismaflex machines appeared to have the same serial number. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Se1: initial reporter first name: (B)(6) e1: initial reporter facility name: (B)(6) e1: initial reporter city: (B)(6) should additional relevant information become available, a supplemental report will be submitted.